Manufacturer narrative:
Patient information: unknown. The issue was evaluated and replicated in the fmsu lab; the cause was traced to a software configuration. This issue is very rare and requires many tries with large studies to reproduce; it is considered to be a very rare occurrence in a clinical environment. If any additional relevant information becomes available, a supplemental report will be submitted. Ref: internal complaint number (B)(4).

Event description:
On march 04, 2021 fujifilm medical systems USA, inc. (Fmsu) service department received a customer inquiry for assistance with synapse pacs. When a user opens a study using the emr url, the viewer did not refresh the study list, instead showing the previous patient's study list with the new patient's images loaded in the viewports on (B)(6) 2021 a risk assessment was performed to investigate the risk to patient safety. There was no patient impact, serious injury or death associated with this event. The issue is considered highly detectable by a healthcare professional; however this report is being submitted in abundance of caution.

Manufacturer narrative:
Fujifilm initiated a recall on (B)(6) 2021 to alert customers of several patient mismatch issues existing in all synapse pacs 5 versions up to 5.7.210. Fujifilm submitted c&r report (1000513161-03/11/2021-001-c) to the FDA, which was classified as class ii and assigned recall number z-1348-2021 on 04/02/2021. No further investigation is necessary.